Event description:
On (B)(6) 2010, rep asked to see patient with medtronic pg. Because of sensing integrity alert was activated. Md elected to decrease sensitivity to 6mv. Md does not believe this to be a lead integrity issue. Stated, that this is a "poor sensing algorithm on medtronic pg". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).